Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. The customer however did indicate that they were able to narrow the reported issue down to the external usb data cable which was attached to the device. After replacement of the cable, the customer indicated that the device functioned normally. Physio-control was unable to test the device with the reported cable, but did observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that their device was unable to power on. There was no report of any patient use associated.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.